Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer performed a supply change to address the issues. Customer¿s blood glucose level was 385 mg/dl.